Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-apr-2021. The reported error message occurred on (B)(6) 2021, the medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 05-aug-2021, a customer reported receiving a "replace sensor" message upon scanning the freestyle libre 2 sensor and ordered a replacement product. The customer further reported that on (B)(6) 2021, due a delay in the delivery of the replacement product, he experienced a medical event. Customer did not have means to monitor glucose and experienced loss of consciousness, requiring treatment of glucagon provided by his wife. There was no report of death or permanent injury associated with this event.